Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, with the increase been gradual. Subsequently, it was explanted. A new device was implanted. No additional adverse patient effects were reported.